Manufacturer narrative:
No sample has been returned for evaluation for the report of the bevel was on bottom and not on the top of the blade therefore, the condition of the product could not be verified. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Photos attached to the parent complaint were reviewed by the manufacturing site. Photo number one is of the top of the blade with no bevel. Photo number two is the bottom of the blade with the bevel on the incorrect position. The lot and product numbers could not be confirmed, but the reported issue of incorrect bevel position could be confirmed. Photo number three is of the knife with a foam tip protector and a partial view of the tyvek. Knives are first assembled in a straight form and then bent to the desired angle and direction of the bevel. The root cause for the incorrect bevel orientation is that the blade was placed into the assembly fixture backwards and then assembled with the bevel facing in the wrong direction. When the blade was then angled, this caused the bevel to be in the wrong location. This defect was not detected by the operators during the bending process. The inspection procedures have been reviewed and defects, such as incorrect bevel orientation, are to be removed from the lot and scrapped. The customer photos of the sample have been be reviewed with the applicable production personnel to raise awareness of this issue and documented on the facility's review training form. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported that a knife was used during cataract surgery that exhibited the bevel edge on the bottom side of the blade instead of on top. There was no impact to the patient. Additional information has been requested.